Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak could not be replicated as the returned device was not returned in a condition in which the test could be performed. However, it is likely the shaft leak is related to the proximal seal damage. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a non-tortuous, non-calcified, proximal left anterior descending (plad) interventional procedure, the drug eluting coronary device was advanced without resistance. Reportedly, while pulling negative to prepare the device, blood was seen in the system. The device was removed without issue and another device was used successfully for the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.